Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated as they were able to fill the unit with 3.5l of water. No repairs were needed. On the manifold the fill valve solenoid was lose. The solenoid was secured. The device passed applicable testing. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was difficult to refill and was not reaching proper flowrates. Per sample evaluation results on 04jan2024, it was reported that the solenoid was loose on the manifold the fill valve.

Event description:
It was reported that the arctic sun device was difficult to refill and was not reaching proper flowrates.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.